Manufacturer narrative:
Product ID: 977a260, lot# va1xv85029, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, lot# va1xv85030, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1xv85029, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, lot# va1xv85030, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s therapy was not working to relieve their pain. They were reprogrammed on (B)(6) 2019 and x-rays were ordered. The x-rays showed that the leads had migrated so they were explanted and replaced on (B)(6) 2019. The issue was noted to be resolved without sequelae after the replacement. No further complications were reported or anticipated.